Manufacturer narrative:
Date rec¿d by MFR : 20aug2019, date of report : 27aug2019. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6). Date of report: 13aug2019.

Event description:
The customer reported that the nav-ring button was missing. There was no patient involvement.